Manufacturer narrative:
UDI: (B)(4). Service review: a review of the service history record indicates that the device has been serviced within the last year for a service condition that is not relevant to the current reported condition. Device evaluation: this device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to improper maintenance, which is user error, misuse, and / or abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by (B)(6) that during service and evaluation, it was determined that the motor of the compact air drive device was not functioning and defective. It was determined that the device was locked due to some damaged parts, which were found to be faults in the cleaning and lubrication processes. It was further determined that excess dirt and oxidation were detected. It was further determined that the device failed pretest for check for excessive noise, check for untrue running, and check function of soft mode switch (safety system). It was noted in the service order that when the device was mounted, it did not function. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. However, it was reported that the event occurred on the twenty-second day in 2018. The actual month was not specified. All available information has been disclosed. If additional information should available, a supplemental medwatch will be submitted accordingly.